Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review. Review of the pictures and analysis of the logfiles confirmed the occurrence of the reported las1 error message, indicating that the laser output is incorrect. It is important to note that no physical equipment or components were returned to d.o.r.c for further investigation, making it difficult to determine the root cause. Since the initial occurrence of this complaint, the laser module was not replaced and there have been no additional reports of the same issue for the eva system involved. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (lm-las1-surgery-delayed, eva-low-surgery-not res and eva-low-surgery-prolonged). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure code lm-las1* will not always lead to a delayed surgery." Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during ppv procedure, when it was time to laser, the module responded once and produced error code las1. All connectors where connected properly. A new laser probe was then opened and the machine still produced error las1. After restarting the eva the same error occurred after priming. After consulting it was confirmed that the module needs to be replaced. There is no report that actual patient harm has occurred. However due to the reported event it was decided to abort the surgery.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during ppv procedure, when it was time to laser, the module responded once and produced error code las1. All connectors where connected properly. A new laser probe was then opened and the machine still produced error las1. After restarting the eva the same error occurred after priming. After consulting it was confirmed that the module needs to be replaced. There is no report that actual patient harm has occurred. However due to the reported event it was decided to abort the surgery.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during ppv procedure, when it was time to laser, the module responded once and produced error code las1. All connectors where connected properly. A new laser probe was then opened and the machine still produced error las1. After restarting the eva the same error occurred after priming. After consulting it was confirmed that the module needs to be replaced. There is no report that actual patient harm has occurred. However due to the reported event it was decided to abort the surgery.